Event description:
The customer reported a mixture of cidex opa and water leaking from their unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Solution spill - capital equipment, unit evaluated at the facility. The fse found the system leaking. He replaced the compressor skinner valve assembly and ran two empty cycles. The system met specifications. The fse reset the unit.